Event description:
The manufacturer received information alleging "service required" alarm conditions occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board, sensor board, blower motor and outlet flow path thermistor were replaced to address the issues.